Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1059 - vista nova, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 23mm navitor with radiopaque markers was chosen for implant. Post-procedure, an electrocardiogram noted complete atrial block. A permanent pacemaker was implanted on (B)(6) 2026.